Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were missing label, no report of medical interventions or serious injury.